Event description:
Pt revised for pain and instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2013- litigation papers received. In addition to pain and instability, it is also alleged that the patient suffers from inflammation, bursitis, and elevated levels of cobalt chromium. (Left hip). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain and instability. Update - (B)(4) 2013 - litigation papers received. In addition to pain and instability, it is also alleged that the patient suffers from inflammation, bursitis, and elevated levels of cobalt chromium.

Manufacturer narrative:
Added: event/problem description, date received by manufacturer. The investigation has been reopened due to receiving litigation information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient revised for pain and instability. **update** 1/17/2013- litigation papers received. In addition to pain and instability, it is also alleged that the patient suffers from inflammation, bursitis, and elevated levels of cobalt chromium. **update** 4/16/2013- pfs and medical records received. The correct doi was provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Product complaint # (B)(4).